Manufacturer narrative:
Block d4: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the tubing could not be flushed as it was totally occluded. During preparation for a pulmonary vein isolation (pvi) procedure, an intellagen tubing set was selected for use. It was noted that the tubing could not be flushed as it was totally occluded. Another of the same device was used, and the procedure was successfully completed without patient complications.